Event description:
It was reported that during preparation for an unspecified angioplasty procedure, device breakage occurred. The physician was attempting to remove the maverick2 monorail balloon catheter from the shipping hoop, nothing "not much resistance, however, it was not a smooth removal", when the balloon detached from the catheter. Another of the same devices was then used to complete the procedure successfully. No patient contact occurred with this device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.